Manufacturer narrative:
The devices were not returned for analysis and a review of the lot history record and the similar complaint review could not be performed as the part and lot information regarding the complaint devices were not provided. Additionally, a cause for the patient effect of heart failure and multiple organ failure could not be determined; however heart failure is listed in the instructions for use (IFU) as potential complications associated with mitraclip procedures. The reported surgical procedure was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. Literature article title ¿long-term survival after mitraclip1 therapy in patients with severe mitral regurgitation and severe congestive heart failure: a comparison among survivals predicted by heart failure models¿.

Event description:
This is filed to report heart failure, multiple organ failure, re-do procedure, mitral valve replacement, re-hospitalization, left ventricular assist device (lvad). It was reported through a research article identifying the mitraclip device which maybe be related to heart failure, multiple organ failure, re-do procedure, mitral valve replacement, re-hospitalization, left ventricular assist device (lvad). Details are listed in the article, titled long-term survival after mitraclip therapy in patients with severe mitral regurgitation and severe congestive heart failure: a comparison among survivals predicted by heart failure models. No additional information was provided.